Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device successfully delivered a discharge of energy, and then the display blanked out. The device was turned off/on, successfully delivered a second discharge of energy, and then the display blanked out. The device was turned off/on, successfully delivered a third discharge of energy, and then the display blanked out. Complainant indicated that clinician powered the device back on and continued to treated the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent testing was not able to duplicate the malfunction.